Event description:
Reported per clinical trial (B)(4): (B)(6) 2016 - subject patient underwent a primary open laparotomy midline umbilical hernia repair procedure. The size of the defect was 1.5cm x 1.5cm. The patient was implanted with a bard/davol ventralex st mesh which was fixated using non-bard/davol sutures. Full skin closure was achieved. The patient was discharged to home on (B)(6) 2016. (B)(6) 2016 - subject patient was diagnosed with minimal fibrinous exudate/drainage and was treated with antibiotic ointment and gauze to cover the wound. The patient was advised to return to clinic in few days, but patient did not return. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, two weeks post-implant of the bard/davol ventralex st mesh, the patient had minimal fibrinous exudate/drainage and was treated with antibiotic ointment. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device and definitely related to the procedure; however, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of fibrinous exudate/drainage. An additional MDR was submitted to represent the ae of pain. Not returned - remains implanted.